Event description:
It was reported that the cartridge fell off the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge to resolve the issue, and successfully resumed insulin therapy.